Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a failed battery test alarm, due to the loose battery cap. The customer's blood glucose levels at the time of the incident were unknown. The customer was informed that the pump will be replaced and to revert to a back up plan. The pump is being returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump was received with broken battery cap, broken battery tube thread, corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.